Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The tube was torn at the end proximal to the handle. There were no other visual or functional abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic procedure. The device was being used in the abdomen. When using the device with the anatomical piece in the bag, everything was normal. When coming back, a piece of the bag was noticed to have remained in the body. It was retrieved with an instrument without any harm to the patient. No x-ray was performed. The patient status is alive, no injury.